Manufacturer narrative:
The complaint device was returned. The reported coolant leak was confirmed. Device investigation showed that the coolant leaked into the upper system tray possibly from a connector. The defective component, upper tray and external filter were replaced. The upper and lower modules were stripped and cleaned. All required system diagnostic checks and testing passed. Based on the information currently available and technical review, although no adverse event was reported, there is a potential harm of skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising and fracture from slip hazard, if a leak event were to recur.

Event description:
The allergan practice development manager reported a leak with the customer's coolsculpting unit on (B)(6) 2021.

Event description:
The allergan practice development manager reported a leak with the customer's coolsculpting unit on (B)(6) 2021.

Manufacturer narrative:
Corrected data: d1, g1